Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hyperglycemic event that occurred on (B)(6) 2015, resulting in medical intervention. Patient was wearing dexcom equipment at the time of the reported event. Patient reported that dexcom equipment alerted her properly of the high blood glucose (bg) values. Patient was on the phone with a friend at the time of the event. Patient's friend called 911 because the patient was not making sense. Patient reported continuous glucose monitor (cgm) was beeping all morning, but reported being in and out of consciousness. Patient reported paramedics transported patient to the hospital. Upon arrival, patient's son was explaining to the emergency room nurse what the sensor and transmitter was for. It was reported that the nurse put the sensor and transmitter on the table and somehow the transmitter was not there. Patient reported that the transmitter was replaced while the patient was in the hospital. Patient reported being admitted to the hospital for observation, as her organs were not functioning properly. Patient was released from the hospital on (B)(6) 2015. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia, resulting in loss of consciousness.